Event description:
It was reported that the programmer experienced two errors, and the service disk did not resolve the issue. It was further reported the programmer is difficult to open because the button on the side/locking mechanism gets stuck, and the back cover that houses the electrical cord needs repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the allegation. There was a system error and link electronic module failure. The top case was broken and the keyboard compartment was cracked- confirmed hard to open. The latch to the cord bay was breaking. The display was dropping due to hinges and missing screw hinge plate.

Event description:
It was reported that the programmer experienced two errors, and the service disk did not resolve the issue. It was further reported the programmer is difficult to open because the button on the side/locking mechanism gets stuck, and the back cover that houses the electrical cord needs repair. No patient complications were reported as a result of this event.